Event description:
Caller reported experiencing repeated cartridge alarm 30 issues on several dates, which did not adversely affect the customer's blood glucose level. To address the problem, a replacement pump with updated software was sent, and the caller was instructed on how to store and return the malfunctioning pump. The customer was advised to use manual injections as a backup therapy and was guided on transferring settings and connecting their cgm to the replacement pump.